Event description:
It was reported the patient never had therapeutic effect since implant. The implant ¿never really worked for the patient.¿ the patient was going to the doctor¿s office monthly for reprogramming. A few years prior, the patient started using a catheter and had used it for years. Per manufacturer¿s device registry system, the patient had the system replaced. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # j0546708v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type lead; product ID 3031a, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
Additional information received reported, the patient do not have concerns with their device or therapy.